Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, baclofen, and morphine at unknown concentrations and doses via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that on (B)(6) 2017 the patient¿s pain pump and catheter were removed due to a granuloma in the thoracic region. It was related that six months before removal on (B)(6) 2017 the patient had a lot of numbness and tingling in the legs and the pump was getting increased every time the patient got it refilled up to 18.97 and they kept turning it up but it wasn¿t delivering any kind of relief. It was indicated that this was considered a gradual change in therapy/symptoms. It was noted that this was the patient¿s third pump with the original catheter and that the patient had all pumps replaced due to longevity. It was indicated that on (B)(6) 2017 a CT (computerized tomography) scan was done and that on that same date the patient was transferred to a hospital and was in the intensive care unit (ICU) for nine days to turn down the pump before they could remove it on (B)(6) 2017. It was reported that the healthcare professional (hcp) wanted to do an MRI (magnetic resonance imaging) of the thoracic region to check on the status of the granuloma now that the pump and catheter had been removed. Information was requested regarding the MRI now that the pump was removed. No further complications were reported.